Event description:
It was reported that a spectrum infusion pump was alarming for a system error 322. There was no pt involvement. The event occurred on the biomed area. This event did not occur on or before first clinical use. No further information was provided.

Manufacturer narrative:
(B)(4). The pump was returned and evaluated by baxter. The unit was tested for 24 hours with no occurrences of system error 322. A review of the history log confirms the system error 322 reported symptoms. However, eval was unable to determine the cause. When evaluating known contributors to system error 322 it led to the determination that the upper and lower aux were te failing components. As a result, the upper and lower aux were replaced.